Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula (avf) shunt. A 4.0mmx20mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR : returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There is tip damage. Microscopic examination revealed that the balloon has a 14mm longitudinal tear starting 5mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula (avf) shunt. A 4.0mmx20mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications nor injuries were reported.